Manufacturer narrative:
The device was not returned for evaluation. The manufacturing investigation is still in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by a male consumer that he had many issues of comfortability with the contact lenses. The consumer reported that he had a corneal ulcer resulting from a scratch when he removed the contacts or from bacteria trapped under the contacts. It was reported that on (B)(6) 2015, the consumer experienced a constant discomfort during contact lens wear. He felt pain as soon as he removed the contact lens from his eye. He also reported that the contact lens was uncomfortably stuck to his eye and was difficult to remove. He reported that the contact lens was trapped with bacteria and possibly scratched the eye. The corneal ulcer pain was immediate. It was reported that there was immediate relief upon removal of the contact lenses. The consumer sought medical attention on (B)(6) 2015 and was diagnosed with a corneal ulcer. He was treated with tobramycin- dexamethasone to be applied daily unspecified times a day and an unspecified antibiotic gel to be applied daily. After 1.5 weeks, the consumer resumed contact lens wear. The consumer had a follow-up appointment on (B)(6) 2015. Additional information was requested.

Manufacturer narrative:
The manufacturing investigation did not indicate that this complaint was due to the manufacturing process. No adverse complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).